Manufacturer narrative:
Product evaluation: failure analysis for fiber (B)(4): the fiber shows signs of usage; no connection issue was found; the fiber cap remains intact and attached and exhibits a drilled through condition; the glass cap exhibits mild detritus; there is some white unknown substance noted inside the fiber cap tip; the fiber exhibits moderate contamination, likely biologic; the fiber shrink tube is melted at the open end. Based on the analysis above, the potential for forward firing may exist. Probable root cause: based on the product analysis results, the product complaint of connection error at 0 joules could not be confirmed; the fiber was used and a cap failure was found; the probable root cause of this failure is: heat accumulation. Cap wear was accelerated due to anatomical/procedural factors (tissue contact and technique) encountered during the procedure which limiting the performance of the fiber. (B)(4).

Event description:
It was reported that the fiber never functioned; it stated ¿fiber connection error-reconnect or get another fiber.¿ tried connection multiple times (6-8) then used a different fiber. The same issue occured with four different fibers. Completed procedure using a fifth fiber. There was no report of patient injury.